Manufacturer narrative:
The device returned with the sheath and stylette loaded in the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 25th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity drug-eluting stent to treat a lesion in the mid circumflex (cx) artery with no tortuosity and severe calcification, exhibiting 90% stenosis. There were no abnormalities reported in relation to patient's anatomy. There was no damage to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device. There was no excessive force used during delivery. It was reported that the stent could not pass through the lesion. The event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status is alive with no injury. The case was post poned for a later date.